Event description:
The customer's daughter called to report that the customer is shaking very badly, and doesn't know why. The reported blood glucose reading at the time of the call was 167 mg/dl. The caller also stated that the customer had not eaten lunch yet. Advised the caller to either take the customer to the emergency room or call 911. The caller stated that she will take her in to get assessed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.